Manufacturer narrative:
The transmitter failed due to damaged cow catcher corners and contact pin.

Event description:
The customer reported that he got change sensor alert and transmitter did not blink. Troubleshooting was done. Advised the customer to call back after teh transmitter charges a full 8 hours for test plug procedure to troubleshoot. Advised the customer sensor would be replaced. It was mentioned that last blood glucose of customer was 440 mg/dl and customer treated. Customer report back to let us know that he charged the transmitter for 8 hours and wanted to troubleshoot. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.